Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 11 mg/dl. The customer stated they experienced open book image while they were in the swimming pool. Customer stated she was in remote area and experienced critical pump error alarm. The pump will be returned for analysis.